Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a pain stimulation device implanted in (B)(6) 2015. The patient noticed that when their sacral nerve stimulation (sns) device was turned on with the pain stimulator in (B)(6) 2015, they seemed to interfere with one another. The sns device seemed to interfere with the pain stimulator therapy and the patient turned the sns device back off. Since the patient had their pain stimulator implanted, it was helping them void without the sns device being turned on. The patient wanted to discuss having the sns device taken out. The indication for use for this patient was non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient did not have interference with both of their devices. The patient turned off the bladder stimulator. The patient had notified their managing health care provider (hcp) about the interference they had with both of their devices. The patient was having problems with their spinal stimulator.